Event description:
It was reported that a plate that was implanted on (B)(6) 2015 because one of the screws was backing out.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: manufacturing files were not reviewed because no parts or lot numbers were available. The stryker rep confirmed that the holes were not prepared with the drill guide and were freehanded. The stryker rep also reported that the patient was a smoker with poor bone quality. Conclusion: the likely root cause is not preparing the holes (i.e. Using the drill guide) as specified in the surgical technique and the patient's lifestyle (smoking) as specified in the IFU.

Event description:
It was reported that a plate that was implanted on (B)(6) 2015 because one of the screws was backing out.